Event description:
A nurse reported that during cataract surgery, the handpiece heated up. The handpiece was exchanged for an alternate, and the procedure was completed with no harm to the pt.

Manufacturer narrative:
The facility did not request service; however the customer did return their phaco handpiece for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).